Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator had failed the graphic user interface (gui) touch screen test. The ventilator was not in use on a patient at the time the malfunction occurred. The service engineer (se) inspected the device and cleaned the touch screen, but it still failed. Opened the gui housing to look at the touch frame, and found a few touch frame fasteners were not installed all the way, and one fastener was just laying inside the touch frame. Reinstalled all the fastener to correct the issue. The unit passed all testing and operates within the manufacturing specifications.